Event description:
Reporter alleged obtaining the results of 167 mg/dl, 177 mg/dl, 202 mg/dl and 352 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
(B)(6) reported to baxter a complaint received by their local customer (B)(6) on a minicap transfer set. Reportedly, the transfer set was leaking at the connection between the white and light blue areas. This caused the patient to get peritonitis. The patient has been on using peritoneal dialysis for 6 days and the transfer set was used for the same period. One unit is available for evaluation. The defect was noted during patient use.